Event description:
Procedure: laparoscopic hernia repair. According to the reporter, during the procedure, the rubber seal came off the single use blunt tip trocar and went into the body of the patient. It was seen by the nurse and removed from the patient. The sample has been received and the investigation is being conducted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).